Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent llif at l2-5, plif at l5-s and psf (hook at t7) for degenerative scoliosis. Post-op, 5.5mm cobalt chrome rod was broken. Revision surgery was operated to replace the rod with 6.0mm cobalt chrome rods. The product came in contact with the patient. Patient complications were reported unknown.